Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was implantable neurostimulator (ins) unable to recharge. The clinical diagnosis was not applicable. The patient was in the clinic on (B)(6) 2016 for reprogramming with manufacturing representative. The implantable neurostimulator (ins) was telemetered and analyzed and was found out that it was not functioning. Interventions included explanting and replacing the implantable neurostimulator (ins). The device was interrogated and showed that the battery was not functioning. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The outcome was resolved without sequelae. Relevant medical history included: spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device interrogation/device data showed that the implantable neurostimulator (ins) had expired. The etiology was reported as related to the device or therapy and not related to the implant procedure. The ins was telemetried and analyzed and found that it was not functioning because it had expired. The patient complained of returning bilateral lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.